Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and field service engineer's (fse) field evaluation. The fse's service visit did not reveal any issues related to the customer reported event since the fse evaluated and tested the involved endoscope with no issues found during targeting procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the reported complaint. The fse tested the xi system with the endoscope. The fse was able to target with arm 2 and 3 with no issues. The fse was able to move the universal surgical manipulator up and down during targeting. The robot was functioning properly. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure when docking to attach the endoscope onto arm 3, the endoscope pushed the cannula deeper into the patient as the boom rotates with no damage to the cannula. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed system logs but was unable to find any associated errors. Staff mentioned that there was no patient injury. The procedure was completed with no reported injury.